Event description:
During a colonoscopy procedure, after a physician had retroflexed the endoscope, dr realized that dr no longer had full steering capability. About this time a pt complained about discomfort/pain. The doctor noticed the pt's blood pressure and heart rate had lowered. As the doctor withdrew the instrument from the pt, dr discovered that the endoscope was still angulated (almost a "j" position). The pt's recovery was normal and was able to be released the same day. There was no report of pt injury.